Event description:
The needle from the sterile amniocentesis tray was inserted under continuous ultrasound guidance and directed into the amniotic sac. The correct position was confirmed by ultrasound examination. Only a small amount of amniotic fluid was retrievable and a significant amount of pressure was necessary to remove that. The needle was withdrawn and another 20 gauge needle was inserted in the same location without any difficulties or complications. The amniotic fluid was obtained without any difficulties.